Manufacturer narrative:
Follow-up #1; date of submission: 09/24/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/01/2015 with the following findings: a cs-054 'call service alarm' was observed in the pump history and black box data. A battery cap was not returned with the pump; a test battery cap was used during the analysis. The battery compartment was observed to be cracked from the threads to the grip pad. Corrosion was found on the inside of the battery compartment. The pump powered on properly with no alarms present. A cs-088 'call service alarm' occurred during the analysis. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and evidence of moisture ingress was found on the printed circuit board. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture. Unrelated to the reported issue, the keypad cover was observed to be peeling in the area of the contrast button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.